Manufacturer narrative:
A no delivery after battery change due to leaky voltage (cooper cap) on I/b. Pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. No unexpected low reservoir alarms noted. Scratched case and display window noted.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 200 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to rewind pump, reinsert reservoir in pump and run manual prime to at least 5.0 units. The customer stated the pump did not alarm no delivery. The customer was advised of possible issue with the infusion set. The customer was advised to return the infusion set. The customer also informed us that she had gotten a low reservoir alarm after the test. The customer was advised to refill preferably another reservoir and offer to stay on the line but she declined.